Event description:
It was reported that pump quick bolus/wake button did not function as expected, and pump display would not turn on unless pump was plugged into a power source. There was no adverse impact to the customer's blood glucose level. Customer was instructed on multiple button-press techniques, advised to keep pump plugged in to use pump screens until replacement arrived, and agreed to continue using current pump and an alternate method if necessary. Technical support confirmed warranty and shipping details.